Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4).it was reported that the patient experienced abdominal pain following the procedure. No additional information provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on (B)(6) 2015 and mesh was implanted. The patient underwent a surgery on (B)(6) 2017 for a recurrence of the hernia and it was discovered that he had a great deal of mesh adhered to the abdominal wall, and the mesh was dissected from his bowels.